Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: tatme. The isolation on the hook had come loose and could be pushed back and forth. Patient status: no patient injury. Type of intervention: unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Based on the description of the event, the reported event was caused by a modification to the tip of the device. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible product enhancements intended to further minimize the potential for this type of event to occur. Recall number: (B)(4).

Event description:
Procedure performed: tatme. The isolation on the hook had come loose and could be pushed back and forth. Patient status: no patient injury. Type of intervention: unknown.